Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: 9. Strip code: 9. Strip storage: stored correctly. Symptoms: unknown. The patient reportedly was not able to test on the meter. The meter allegedly is inaccurately low, and failed the checkstrip test. The result from the patient's meter was 65 (units not specified). The result from the hcp's meter was 110 (units not specified). The time difference between the patient's meter and the hcp's meter was unknown. There was no treatment. No further information has been reported.